Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: adenovirus. The following information was provided by the initial reporter: false positive adenovirus.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary. The complaint investigation for discrepant results when using the bd max enteric viral panel assay (ref. 443985) lot 1270277 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max enteric viral panel indicated that the lot was manufactured according to specifications and met performance requirements. Customer reported that during his validation phase, two samples (run 51, positions a4 and a12) were adv positive with the bd max¿ enteric viral panel assay and questioned the results. Customer provided database of instrument ct1756 for investigation. Manual pcr curve adjudication was conducted across samples a4 and a12 in run 51. Curves analysis of sample a4, show a true but late amplification for adv targets without anomaly, indicative of true positive result. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Based on the data and information provided, specimens at or near the assay limit of detection (lod), or environmental or cross contamination, are the most likely causes to explain the customer¿s positive result for sample in position a4 from run 51. Curves analysis of the second sample, position a12 revealed that the adv result was potentially caused by an instrument issue. A complaint was opened to assess the potential instrument issue. Overall, based on the investigation and data provided, no reagent issue is suspected to explain the customer issue. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max enteric viral panel lot 1270277. The root cause was not identified. However, positive sample at the limit of detection of the assay or an environmental / cross contamination for one sample and a potential instrument issue for second sample can explain the customer¿s positives results. Bd cannot confirm the complaint based on the investigation that was performed.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: adenovirus. The following information was provided by the initial reporter: "false positive adenovirus".